Event description:
It was reported that the patient had difficulty weaning off cardiopulmonary bypass (cpb), post coronary artery bypass graft (CABG) surgery. The 7 fr 30 cc intra-aortic balloon (iab) was inserted sheathless via the left artery & insertion was smooth. The iab length was measured prior to insertion. Counterpulsation initiated at 1:1. After a few minutes, the pump alarmed "possible helium loss (3)" and the console went to "off mode." The pump was restarted and again the message. The perfusionist noted that during the initial few minutes arterial trace was not proper, no augmentation spike. As a result of the pump alarm, the iab was removed and another iab was inserted. The second iab that was inserted was a 40 cc. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.